Event description:
The patient was implanted with a left ventricular assist device. During implant, the speed was increased and the power elevated higher than expected. The hospital tried volume changes and chancing out the system controller, but it did not help. The anesthesiologist reported that it looked like some type of tissue ingestion may have occurred. The hospital performed a pump exchange. There was no visual confirmation of thrombus by the surgeon.

Manufacturer narrative:
The presence of debris within the pump was confirmed through the evaluation of (B)(4). The device was returned assembled with the driveline (dl) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual examination of the outflow elbow and sealed inflow conduit did not reveal any evidence of thrombus formations or depositions. Examination of the rotor body upon disassembly revealed a white piece of debris at the distal end of the rotor to which a non-laminated deposition had adhered to. The debris was observed surrounding the rotor bearing cup and was a synthetic material with a woven fiber structure. The debris was analyzed. Ftir and sem-eds was performed on the observed debris as well as on a sample of both the bullet fiber and coring knife fiber. Analysis of the debris determined that it was comprised of woven dacron. The analysis also revealed that the observed debris is of the same fiber size and composition as the bullet fiber. The presence of the debris at the distal end of the rotor would have caused rotor drag, resulting in the reported power elevations. This debris, as well as the non-laminated deposition that had adhered to it, also would have affected flow through the device. A root cause for how and at what time the debris was introduced into the pump could not conclusively be determined through this evaluation. Upon removal of the observed depositions the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.